Manufacturer narrative:
The reported events for high pacing impedance and device sensing problem were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination found an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures. The high potential test failed due to procedural damage to the inner coil at the connector region.

Event description:
During the implant procedure, high pacing impedance and low sensing were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.